Manufacturer narrative:
H3 - a manufacturer representative went to the site to service the system. Testing found  the rotor slightly misaligned. This was most likely caused by the rotor being bumped and pulled when the gantry was open. To resolve the rotor offset was calibrated to bring within spec. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that there is a plastic piece that is jammed inside the system that is preventing it from opening.  There was no patient involvement.